Event description:
It was reported that the patient presented for the explant of the implantable cardiac monitor due to migration. The inferior movement of the device caused the patient to have breast cancer anxiety. The device was explanted and there were no patient consequences.

Manufacturer narrative:
The reported event of migration or expulsion of device could not be confirmed. The device was received with no telemetry and could not be interrogated, this is consistent with low battery levels. Analysis performed of device data indicated no anomalies. The implant duration exceeded the projected longevity which indicated normal battery depletion.